Manufacturer narrative:
(B)(4). Conclusion: failure to follow instructions (use of damaged device).

Event description:
An endurant ii stent graft system was selected for the endovascular treatment of an abdominal aortic aneurysm. It was reported that when the delivery system was removed from the packaging and placed on the operating table, the rear handle unexpectedly detached and fell from the device. As there were no other obvious signs of device failure, the physician proceeded with the implantation of the damaged device. The bifurcate was deployed and removed from the patient without issue. Per the physician, the overall procedure was a success. No clinical sequelae were reported and the patient is fine.